Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a cholangiogram performed during the initial procedure? Was the device fired over an existing clip? Did the procedure drive the need to apply torque or twist the device? Were there any issues noted with feeding or clip formation during the initial procedure? How many clips were fired on the patient side and specimen side? How many hours or days post op was the patient returned to the or? Was this an emergency or planned cholecystectomy? Was this a typical case? Did the patient have any pre-existing conditions? Patient¿s anatomy present with any challenges for the case? Is the patient expected to have a full recovery? Are there any x-rays, videos, or pictures available for ethicon review?

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, there was bleeding from the cystic artery because the clip fell off. Four units of blood were administered and four additional days of hospitalization were required. No reoperation was performed as there was an artery spasm and the bleeding stopped. There were no issues noted with the device during the original procedure. The patient is doing well at this time. One device will be discarded.